Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during lead replacement on 06 march 2025 [related manufacturer reference number: 3006705815-2026-01517], it was found that patients ipg had flipped in the pocket and patients leads had migrated and were intertwined. As a result, patients system was explanted and replaced, and the new ipg was sutured down to address the issue.